Event description:
It was reported that this right ventricular (rv) lead was implanted on the left bundle branch with high impedances out of range. Two weeks later, a decreased in the impedance was noted with high pacing thresholds. A micro perforation was suspected. Technical services (ts) recommended to perform an xray, 12 lead test and provided troubleshooting options. Upon follow up in clinic, a 12 lead test was performed, and intermittent capture was confirmed. I was also reported that the patient experienced light headedness. Subsequently, the threshold was increased. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was explanted and replaced due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6: e0112 added.

Event description:
It was reported that this right ventricular (rv) lead was implanted on the left bundle branch with high impedances out of range. Two weeks later, a decreased in the impedance was noted with high pacing thresholds. A micro perforation was suspected. Technical services (ts) recommended to perform an xray, 12 lead test and provided troubleshooting options. Upon follow up in clinic, a 12 lead test was performed, and intermittent capture was confirmed. I was also reported that the patient experienced light headedness. Subsequently, the threshold was increased. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6: e0112 added.

Event description:
It was reported that this right ventricular (rv) lead was implanted on the left bundle branch with high impedances out of range. Two weeks later, a decreased in the impedance was noted with high pacing thresholds. A micro perforation was suspected. Technical services (ts) recommended to perform an xray, 12 lead test and provided troubleshooting options. Upon follow up in clinic, a 12 lead test was performed, and intermittent capture was confirmed. I was also reported that the patient experienced light headedness. Subsequently, the threshold was increased. This rv lead remains in service. No adverse patient effects were reported.